Event description:
Medtronic received information that 14 months post implant of this transcatheter bioprosthetic valve, the patient presented to the emergency room with weakness, headache, lower extremity swelling. The next day patient showed symptoms of altered mental status. Computed tomography (CT) scan of the head showed no acute abnormalities. Echocardiogram showed a moderate to severe paravalvular leak. No treatment given. Acute renal failure was noted, and treated with medication. Arterial blood gases were drawn and showed the patient with hypoxemia and respiratory acidosis. The patient was placed on non rebreather mask and subsequently intubated. CT scan showed a large right pleural effusion resulting in thoracentesis with 1500 cc drained. The patient was successfully extubated three days later. Patient was transferred to a skilled nursing facility. Information was received that the patient subsequently passed away 15 months post implant. Death certification stated the cause of death was congestive heart failure with hypertension. No autopsy was performed the valve remained inside the patient and will not be returned for analysis. Additional information was received that the physician made the decision that the device could have possibly contributed to the cause of death. The death certificate noted the cause of death to be congestive heart failure.

Manufacturer narrative:
No autopsy was performed, therefore the device remains implanted in the patient. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The investigation is still in progress, once the review is complete a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions, and the root cause could not be determined from the information provided. Renal injury or failure is a known side effect of certain blood pressure medications or reaction to fluoroscopic dyes and is a potential adverse effect per the instructions for use. Pleural effusion is a known effect that can occur after cardiac procedures, but a conclusive cause of the effusion could not be determined from the limited information available. In this case, the issue was resolved using a thoracentesis. The report of patient expiration at 15 months post-implant was noted as due to congestive heart failure and hypertension. Neither autopsy nor explant were performed. With the limited information available, a relationship between the device and the death could not be established. Additional information was received that the congestive heart failure leading to death may have been influenced by the valve. Heart failure is a known potential adverse effect per the valve instructions for use and can be highly dependent on patient condition. A procedure- or valve-related death is an inherent risk when the patient condition is such that a prosthetic aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. From the information provided, there was no indication that a malfunction or misuse contributed to the reported events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.